Event description:
Customer reportedly obtained a result of 3.2 inr on the coaguchek xs system and 1.8 inr on a comparison lab. No treatment info provided. No adverse event reported. Requested return of suspect system and replacement was sent.